Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery depletion was normal.

Event description:
It was reported the device showed no eri stamp although magnet rate was 85. A power on reset was suspected. The device was reprogrammed and later removed. No patient complications were reported as a result of this event.